Event description:
The customer reported the unit will not charge, and the connection on the back of the unit is lose.

Manufacturer narrative:
(B)(4). The customer reported the unit will not charge, and the connection on the back of the unit is lose. The device was evaluated by a philips field service engineer and the symptom was verified. The dc connector was replaced to resolve the reported issue. We are considering this an intermittent malfunction resulting from an incomplete electrical connection.